Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. The customer's blood glucose was 27mg/dl and was treated with manual injections. No further information was provided.